Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, after venipuncture, shortly after inserting the sheath into the right atrium and before inserting the catheter, blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. No air movement into the patient was confirmed. The only product inserted directly into the hemostasis valve was the dilator. No additional puncture was performed due to sheath replacement. The sheath and dilator were integrated and used as per the procedure. There was no resistance when inserting the dilator.